Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 729mg/dl. The customer treated with manual injection. Customer indicated that the infusion set fell out and caused their blood glucose to rise. No further high blood glucose troubleshooting was performed. The customer was advised that the sets would be replaced and agreed to return the product for analysis. No further details given.